Event description:
It was reported that there were two stored ventricular tachycardia (vt) episodes from this implantable cardioverter defibrillator (ICD) device which exhibited no device pace therapy following episode detection and asystole greater than two seconds was observed. The device was noted to be programmed to an atrial-only pace and sense mode. Boston scientific technical services (ts) reviewed the episodes and explained there was no pacing provided due to the ventricular tachycardia response (vtr) algorithm. When a vt episode is declared by the device, the vtr algorithm turns off atrial pacing, which is normal device function. This coupled with the programmed atrial-only pace and sense mode, no device pacing therapy is provided resulting in the observed asystole. Ts provided guidance to bring the patient into the clinic to program the device to a different algorithm or change the programmed device mode so the device will provide pacing therapy in these types of situations. The device remains in-service. No patient symptoms and no additional adverse patient effects were reported.